Event description:
It was reported that a physician was concerned about the discoloration of a right ventricular (rv) lead after it was explanted due to a system upgrade. The lead has been replaced and no patient complications have been reported as a result of this event. The lead was returned to the manufacturer, analyzed, tested out of specification and is being reported based on analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4): the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that the outer insulation of the lead was observed to have blood ingression and visual summary analysis of the lead indicated damage at implant. The amount of blood in the lead suggests at least one of the cuts was done at implant. Concomitant product: 407645 lead, implanted: (B)(6) 2014. (B)(4).